Manufacturer narrative:
On 30nov2018 additional medical information was received from the affiliate. The eye care provider (ecp) reported the patient (pt) diagnosis is superficial punctate keratitis ou due to prolonged use of the contact lenses (2 weeks of extended wear); no infection noted; no scarring; no corneal ulcer od was diagnosed, only the superficial punctate keratitis. The patient (pt) has not returned to contact lens wear. The va of the pt was not affected. No additional medical information has been received. No additional medical information is expected. The medical event has been re-evaluated with the receipt of the additional medical information from the pt's treating ecp. The previously reported od event was determined to no longer be a serious reportable adverse event. If any further relevant information is received, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On 24sep2018 a patient (pt) in (B)(6) reported a ¿severe eye infection¿ recently and had been sleeping in the acuvue oasys brand contact lenses. On (B)(6) 2018 the pt reported additional medical information: the pt reported wearing the lenses for 6 days while sleeping. The pt developed an ¿infection¿ and had a first eye check on (B)(6) 2018 due to eye pain. The pt reported the ophthalmologist didn¿t find any inflammation. The pt went to a second ophthalmologist who diagnosed ¿inflammation¿ and prescribed a ¿dose of 0.65 ml lacrycon¿. The pt has a follow-up appointment with the treating eye care provider (ecp) next week, but can¿t recall the treating ecp¿s contact information. On 05oct2018 a call was placed to the pt and the treating ecp¿s contact information was provided. On 31oct2018 a call was placed to the pts treating ecp and additional information was provided. It was reported that the pts treating ecp is out of the office until (B)(6) 2018. The date of the event is reported as (B)(6) 2018; ulcer on od (to be confirmed by the treating ecp); the pt was prescribed ciloxan tid for 5 days, vismed eye drop (lubricant) for 1 month, and vitamin a ointment 1 time. The ecp advised the pt to discontinue contact lens wear for 1 month, then the pt will be able to return to lenses again but only daily disposable lenses after medical release. The pt has not returned for a follow-up visit. No additional medical information has been received. Multiple attempts were made to the affiliate for additional medical information, but nothing additional has been received. This event is being reported as a worst-case od corneal ulcer event. The lot number is unknown. The availability of the suspect product is unknown. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.